Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a medication expected to infuse over 2 hours completed in 10 minutes. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of the device infusing too fast was confirmed. The pcu event log shows that the pump module was in use and infusing insulin 100unit/100ml at a rate of 1.4ml/hr. At 10:09 am, the user changed the rate to 0.8ml/hr and the vtbi to 0.16ml (rather than 1.6 ml as reported) and started the infusion. At 10:21 am, the primary infusion completed and the device transitioned to kvo at 0.8ml/hr. The user then changed the vtbi to 0.1ml and started the infusion. At 10:22 am, the user changed the vtbi to 0.14ml and started the infusion. At 10:33 am, primary infusion completed and the device transitioned to kvo at 0.8ml/hr. The infusions at 10:09 am and 10:22 am both completed in less than 10 minutes due to the smaller than intended vtbi that was programmed by the user. The root cause of the device infusing too fast was identified as user programming.

Event description:
The customer reported that insulin was programmed to infuse over 2 hours and delivered in 10 minutes. A ¿rate of 0.8¿ with volume of 1.6 ml was programmed by the user. The patient had recently returned from or back to the medical ICU, and the biomed theorized the device was also used in surgery. The exact time of the event was not provided, however biomed received the work order on (B)(6) 2018, and the event was thought to have occurred on (B)(6) 2018 around 1025 or 1035 am or 10 pm. No patient harm was reported.